Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed a frozen lock screen with an outdated timestamp while the touchscreen was unresponsive, despite the device vibrating with the wake button, showing backlight, charging, and reporting accurate glucose data through the ilet and dexcom apps; troubleshooting steps including cleaning the screen, attempting wake-button recalibration, restart on charger, and battery depletion hard reset did not resolve the issue, and a replacement pump was arranged due to a suspected touchscreen/display failure. Symptoms included no reported adverse clinical effects, with glucose data available via the apps and no hypoglycemia or hyperglycemia events. Outcomes included continued cgm use via the mobile app and plans to transition to a replacement device. Investigation included technical troubleshooting, device replacement logistics, and data sync guidance. Investigation of this device revealed a malfunction of the touchscreen/display assembly rendering the user interface nonfunctional while core device functions appeared active, consistent with a hardware screen unresponsive issue. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen/display requiring replacement.